Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place current pump in storage mode before return.